Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the lip of the reservoir compartment was broken. The customer's blood glucose was 5.7 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be replaced and will be returned for analysis.